Event description:
It was reported that the health care professional (hcp) called boston scientific technical services (ts) because they had received information from the patient, indicating their insertable cardiac monitor (icm) device had self-explanted. No additional adverse patient effects were reported. This icm device has not been returned.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status and additional details regarding the reported event. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) called boston scientific technical services (ts) because they had received information from the patient, indicating their insertable cardiac monitor (icm) device had self-explanted. No additional adverse patient effects were reported. This icm device has been returned. Additional information indicates a new icm device was implanted in the patient as replacement.

Event description:
It was reported that the health care professional (hcp) called boston scientific technical services (ts) because they had received information from the patient, indicating their insertable cardiac monitor (icm) device had self-explanted. No additional adverse patient effects were reported. Additional information indicates a new icm device was implanted in the patient as replacement. This icm device has been returned and analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not identify any product issues that would have made dehiscence more likely than what is described in the instructions for use for this icm as a known inherent risk of the use of this product. This report is also being submitted to correct initial reporter occupation, field e3 from section e. Initial reporter.